Event description:
It was reported that the device had displayed an error code indicating a bit flip had occurred. The device went into back up mode and reset itself to previous parameters. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had displayed an error code indicating a bit flip had occurred. The device went into back up mode and reset itself to previous parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. There was a power on reset (por) due to starvation of hall sensor on (B)(6) 2011.